Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported to medtronic from another MFR that the aneurx stent graft migrated approximately 22 to 25 mm. There have been several attempts to obtain further info about this event; however, details concerning the cause of the migration, anatomy at the time of the event, intervention if any, and the pt outcome have not been provided. No additional clinical sequelae were reported.

Manufacturer narrative:
(B) (4). Eval, results/conclusion: graft migration. Cause of migration, anatomy, intervention, and pt outcome not provided.